Event description:
The manufacturer received information alleging a ventilator was continuously alarming and would not power on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board to power the device on. The system board was returned to the quality assurance laboratory for further investigation. During the investigation the root cause of the system board failing to power the device on was due to a program corruption of the u3 flash.